Event description:
(B)(4). My insurance covered the procedure. After our 3rd child, my husband and I were considering permanent birth control options. I was referred to an ob/gyn who recommended essure. I was told the procedure was very safe and 99% effective with very few side effects. The time off from work and recovery was much less than my husband having a vasectomy, so we opted for essure. After the procedure, I slowly continued to gain weight and have now gained over 50 lbs. Since the procedure, I have developed the following symptoms: fluid retention, constant exhaustion/fatigue, severe joint pain, teeth falling apart, depression symptoms, blurry vision, abdominal pain during ovulation, heavy painful periods, pain during sex, iron deficiency, vitamin b deficiency, lack of sex drive, hair loss, skin issues (granuloma annulare), now I have right ventricle enlargement in my heart as a result of the fluid retention.